Event description:
Abbott/hospira performed total recall of entire inventory of plum a plus pumps due to failures related to battery and power supply issues. In october 2004 power supply and batteries were replaced in all pumps. Shortly after retrofit, the three listed pumps failed with error 301 and 346. All 3 of the pumps were included in the retrofit.